Manufacturer narrative:
Information anticipated, but unavailable at this time. An autopsy report has been requested, but has not yet been received.

Event description:
It was reported that during an appendectomy, after pneumoperitoneum insufflation with a veress needle and introduction of the first trocar (umbilical and put blind), introduction of the optic, a hemopneumoperitoneum was noticed. The safety shield remained retracted and did not cover the blade. The trocar shield was not locked out and the button was not returned to its original position. There was a perforation of the small intestine, with a wound of the vena cava of the right iliac artery. Hemorrhage due to this wound required a transfusion of 8cc. The right iliac vena and the vena cava wound were both repaired after a laparotomy and were satisfactory as no further bleeding was occurring. Patient had a satisfactory blood pressure at the end of the repair. The patient was transferred to the intensive care unit. Another transfusion was then performed. Further hemostasis trouble may have been linked to the quantity of transfused blood. The patient expired due to further hemorrhage a few hours after the procedure.